Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed no evidence of a battery life issue. During a visual inspection of the pump, no damage was found to the casing. The battery cap secured properly to the pump. Current draws measured within specifications. The pump case was removed, and no evidence of moisture ingress or loose components was found. The complaint was not duplicated. Unrelated to the complaint, the bolus button cover was detached and missing from the pump casing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
(B)(6).